Event description:
This is a report received by baxter product surveillance (ps) from a peritoneal dialysis nurse (pdn) of peritonitis with culture positive for pastuerella multocida and leaking cassette tubing in a patient from the us which occurred during peritoneal dialysis therapy on the homechoice device (hc). Initially the home patient's (hp) registered nurse (rn) contacted baxter product surveillance to report a leaking cassette that was found by the hp's father (caregiver). The rn stated the hp's father set up the supplies like normal and did not notice any product issues. The next morning, the cg noticed a puddle of solution beneath the patient line. The cg found 4 kinks in the patient line, they were located close together and the tubing had appeared as if it had been caught in something. One of the kinks had caused a hole a in the line. The cg brought the hp to the clinic the next morning. The rn gave the hp prophylactic antibiotics as a preventative. The rn sent a sample of the effluent out for cultures. The cultures were positive. The rn reported that the hp is now being treated for peritonitis. On (B)(6) 2012, follow up information was received by baxter ps from the hp's pd nurse (pdn). On an unreported date the hp began treatment with dianeal pd2 1.5% and dianeal pd2 2.5% (dose and frequency not reported) for automated peritoneal dialysis (apd) therapy with the homechoice (hc) device. On an unreported date in (B)(6) 2012 the patient was diagnosed with bacterial peritonitis which did not require hospitalization. On (B)(6) 2012, the patient was started on ancef intraperitoneally (ip) prophylactically for two nights (dose and frequency not reported). On (B)(6) 2012, the hp was switched to ceftazidime (ip) 125 mg/l (dose and frequency not reported). The pdn reported that the hp has recovered from the peritonitis event (date not reported). The pdn stated that the patient does have a cat and the pdn did discuss the importance of not allowing pets in the same room as the hp during pd therapy. The pdn stated that the patient's father (cg) is very aware of the importance of this and reassured the pdn that the patient receives her therapy at night and during the night the cat is not allowed in the hp's room during therapy. The door is kept closed. The hp's room is carpeted and the cat is allowed in the patient's room during the day. The pdn stated that the leaking cassette caused the peritonitis. No further information was requested.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak, where the care giver found four kinks in the patient line, one of the kinks had caused a hole a in the line, and the registered nurse stated that the leaking cassette caused peritonitis. This complaint is confirmed because during sample evaluation of a used disposable set, a hole was noted on the drain line approximately 8'' from the port and damage (drag marks) on the patient line 12'' - 8'' down from the patient connector and a leak noted during underwater testing at 8 psi. There was no report of use error or issues that might have caused the problem. The lot number, h12a08031, was provided and a batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set. Therefore, the assignable cause was not determined.